Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after consuming more carbohydrates than usual, with blood glucose reaching 386 mg/dl and remaining elevated for over 90 minutes before trending down to 338 mg/dl and later to 178 mg/dl; the pump was functioning, and no device component malfunction was reported. Customer care provided education on hyperglycemia management. Investigation of this case revealed that glucose levels decreased with ongoing pump therapy and no device failure was identified. No clinical symptoms associated with high blood glucose reported. Outcomes included transient impact to health without need for medical treatment or hospitalization. It was concluded that the event was consistent with hyperglycemia with unclear cause related to carbohydrate intake, and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.